Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses test three (3) of three (3). The tests were performed with the kit swab on a nasal sample. Confirmation testing was performed via pcr (platform unknown) and additionally with quickview antigen test performed on (B)(6) 2023, generating negative results respectively. The consumer reportedly was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer.the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single-use device.

Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses test three (3) of three (3). The tests were performed with the kit swab on a nasal sample. Confirmation testing was performed via pcr (platform unknown) and additionally with quickvue antigen test performed on (B)(6) 2023, generating negative results respectively. The consumer reportedly was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.